Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device was not delivering insulin. Device had alarmed multiple no delivery alarms. Customer's blood glucose was 599 mg/dl. Customer declined completing troubleshooting. Customer was advised to monitor the device. Customer will not be returning the device for analysis.